Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was grainy effectively eliminating the ability to view a usable image. The device was removed from service. No pt death or serious injury was reported related to this event.